Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service and reported this patient was diagnosed with peritonitis. Additional information was obtained through follow up with the pdrn. The patient¿s symptoms were not provided. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The pd culture resulted positive for staphylococcus (no species provided). The patient did not require hospitalization for the peritonitis event. The suspected cause of the peritonitis was touch contamination by the patient. The pdrn stated the peritonitis was not related to any fresenius product. No further information was provided.